Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR. Reference report: 3006705815-2019-01579. It was reported that the patient never had adequate relief from therapy. Multiple programmings were done without success. As a result, the system was explanted on (B)(6) 2019.

Event description:
Device 2 of 2: MFR. Reference report: 3006705815-2019-01579.